Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
After an implantation period of approx. 25 months, oversensing on the ventricular channel was reported. The lead was capped and not replaced. No adverse patient events were reported. Should additional information be received, this file will be updated.